Event description:
Info rec'd indicates the brake is not working. The casters would roll and swivel with the brake pedal properly in the brake position.

Manufacturer narrative:
The technician found the brake linkage was broken on both sides of the stretcher. He replaced the brake linkage to repair the stretcher.